Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient at this time. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient had toe joint swelling 6 months post-op. Patient has adjusted to wearing different shoes. Looks almost as swollen as after surgery. X-rays showed that the screw broke and is tilted. A screw holding a plate in her foot broke off and all hardware will need to be removed.